Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received hv therapy while raking leaves. Patient was asymptomatic prior to therapy. Upon device interrogation, multiple episodes of wide qrs oversensing were observed. Oversensing was unable to be reproduced with isometrics. Programming changes were made.